Event description:
It was reported that after the inflatable penile prosthesis (ipp) implant surgery the patients corpora dilated and lengthened. The implant was now too short, causing the glans area to flop over. The cylinders and pump were removed and replaced. The chronic reservoir was drained and left in place as it was difficult to remove. No patient complications were reported.